Event description:
As reported, the deployment button of a 6f exoseal vascular closure device (vcd) was too stiff to press. Hemostasis was achieved by manual pressure. There was no reported patient injury. The visual indicator window changed to black-black. The exoseal was used with a 6f 11 cm brite tip sheath for hemostasis. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the deployment button of a 6f exoseal vascular closure device (vcd) was too stiff to press. Hemostasis was achieved by manual pressure. There was no reported patient injury. The visual indicator window changed to black-black. The exoseal was used with a 6f 11 cm brite tip sheath for hemostasis. Additional information was requested but not provided. The received non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in manufacturing position and the indicator wire was found deployed. A 6f cordis brite tip sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/white position. No additional anomalies were observed to be reported. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever fully depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black, white and red position was obtained as well. A high magnification evaluation was executed to evaluate the internal mechanism of the device. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿deployment lever (button) frozen/locked¿ was not observed through analysis of the returned device since the device was able to be successfully deployed with full lever depression and window transition. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.